Event description:
It was reported that the patient's inflatable penile prosthesis cylinders were broken and did not function correctly. The system was replaced with a 100ml reservoir, pump, and 15 cm x 12 mm cylinders. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.